Event description:
One endeavor sprint drug eluting stent was implanted in the circumflex. Approximately 11 months post index procedure cardiac death occurred. Cause of death was cardiac arrest and acute lung edema. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (death). (B)(4).